Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that on an unknown date, the thread of the driving cap snapped off into the radiolucent insertion handle. This was found during loan kit inspection. There was no patient involvement. This report is for a driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary investigation site: cq zuchwil, selected flow: damaged. Visual inspection: the visual inspection confirmed that the threaded tip of driving cap is broken off. The broken threaded part is still stuck in the also received insertion handle and cannot be removed. There are some abraded areas on the fracture surface visible. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Document/specification review: drawing was reviewed during this investigation. The review of the manufacturing documents has shown that with 1.4542 stainless steel the correct material was used and that the hardness was within the specification. Inspection sheet: thread of this lot pass all inspection steps during manufacturing without any deviations. Summary: the returned driving cap was examined and the complaint condition was able to be confirmed. The investigation has shown that the threaded tip of driving cap is broken off. Furthermore, abraded areas were observed on the fracture surface, which were caused by hitting of the two broken parts against each other, after the threaded tip had broken. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We assume that the thread tip of the driving cap was broken by a loose or insufficient tightening between the insert handle and driving cap during the nail insertion. Such a loose connection, in combination with high vertical- / lateral stress, can lead to such a damage of the threaded tip of the driving cap. This production lot (l052021) was manufactured in october 2016 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would have contributed to this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 03.010.523, lot: l052021, manufacturing site: bettlach, release to warehouse date: oct 19, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.